Event description:
In 2008, it was reported to boston scientific corporation that a coaccess needle electrode device was used during a radiofrequency ablation procedure (female patient, weight unknown). According to the complainant, "the patient suffered heat trauma to the paraspinal muscle [back of the rib cage, trans-kidney'. The procedure was concluded. There was no treatment given to the pt at the time of the procedure for reported heat trauma. No further info was ascertained from the user regarding this event. There was no indication of any additional adverse effect or patient complication resulting from the reported event.

Manufacturer narrative:
According to the complainant, the suspect device was discarded after the procedure; therefore, an evaluation cannot be performed. The cause of the reported malfunction is undetermined. The device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints for the same lot. The april 2008 -15-month rf probes product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.